Manufacturer narrative:
Additional information has been requested regarding the device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on july 23, 2020.

Event description:
Per the clinic, it was reported that the patient developed scar tissue, inflammation, pain and recurrent infections at the implant site. Subsequently, the patient was treated with oral and topical antibiotics; however, the issue did not resolve. Revision surgery is planned; however, yet to occur.

Manufacturer narrative:
Per the clinic, the patient was placed under mac anesthetic inorder to replace the patient's abutment and review the site. It was reported that the patient's site was now infection free.